Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated.

Event description:
According to the available information a patient with erectile dysfunction of unknown origin received an inflatable penile prosthesis implant on (B)(6) 2023. On (B)(6) 2024, he sought medical attention reporting that the prosthesis had stopped inflating, making it impossible to achieve an erection. An ultrasound examination revealed that the system was empty, requiring surgical revision of the implant. The revision was performed on (B)(6) 2025, when all components were replaced. The doctor reported that there was no fluid in the system due to a probable leak, which caused the prosthesis to malfunction. However, the cause of the probable leak was not identified. No surgical or post-surgical complications were reported. The new implant is currently functional, and the patient is satisfied.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the longer exhaust tube of the pump. This was a site of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information a patient with erectile dysfunction of unknown origin received an inflatable penile prosthesis implant on (B)(6) 2023. On (B)(6) 2024, he sought medical attention reporting that the prosthesis had stopped inflating, making it impossible to achieve an erection. An ultrasound examination revealed that the system was empty, requiring surgical revision of the implant. The revision was performed on (B)(6) 2025, when all components were replaced. The doctor reported that there was no fluid in the system due to a probable leak, which caused the prosthesis to malfunction. However, the cause of the probable leak was not identified. No surgical or post-surgical complications were reported. The new implant is currently functional, and the patient is satisfied.